Manufacturer narrative:
Ge healthcare's investigation has determined that the cable mode present in the design of the mr750w rf body coil is the root cause of arcing that has led to excess heat/discoloration of the surface of the patient bore. Ge healthcare is initiating an action in the field to inspect units to determine which units have the potential cable mode, and make any corrections if necessary. This action was reported to the FDA under correction number 2183553-06/15/16-001-c on june 15, 2016.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a customer called for service due to an electrical smell in the scan room. The field engineer saw a visible burned spot in the magnet bore. No patient injury occurred.